Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient underwent uneventful craniotomy. Upon routine MRI postoperatively a ferromagnetic fragment was recognized. Patient required return to surgery the next day to remove fragment. It was verified to be a 1mm needle fragment.